Manufacturer narrative:
Initial.

Event description:
It was reported that the patient, new to the ilet for seven days and with gastroparesis, experienced inconsistent low blood glucose episodes, with a lowest confirmed value of 45 mg/dl lasting about two hours; the caregiver treated with oral carbohydrate (syrup, approximately 7 ml), the trend was rising at the time of contact, and education on the pump learning period was provided with transfer for further training. Symptoms included hypoglycemia. Outcomes included classification as a serious injury/illness/impairment based on the reported severe low glucose requiring intervention. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.